Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via web form that reservoir was unable to lock in place. Customer's blood glucose value was unknown at the time of the incident. Customer stated reservoir ring had damaged. The device will not be returned for analysis.